Event description:
Revision of a left hip due to the instability. Surgeon removed all and replaced with a ras and restoration modular stem.

Manufacturer narrative:
The following devices were also listed in this report: exeter v40 stem 50mm no 4; cat # 0580-1-504; lot # g8405303. Delta un.fem hd 40mm r40 16/18; cat # 6519-1-040; lot # 30309251. Uni adaptor sleeve v40 ti; cat # 6519-t-100; lot # 30230653 . Hris flexible osteo 12x93mm; cat # 6210-0-740; lot # p23h32. D-m 2.0mm beaded cable set vit; cat # 6704-0-520; lot # 24560151. D-m 2.0mm beaded cable set vit; cat # 6704-0-520; lot # 20121551. D-m 2.0mm beaded cable set vit; cat # 6704-0-520; lot # 24703351, qty: 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.